Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the user reported to him that the wheel would not spin.